Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the instructions for use states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions. In addition, the xience alpine stent system is indicated for treating de novo chronic total coronary occlusions. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a heavily tortuous lesion in the saphenous vein graft (svg). Pre-dilatation was performed with a 3.0x12 mm non-abbott balloon dilatation catheter. An attempt was made to advance the 3.5x15 mm xience alpine stent delivery system, however there was difficulty advancing in the svg graft due to extreme tortuosity, poor guide support and difficult to cross due to an implanted stent at the ostium of this svg graft. A guideliner was used for support; however when attempting to cross the implanted stent, the alpine stent dislodged from the balloon and was floating in the aorta and in the graft. Several unsuccessful attempts were made to retrieve the alpine stent. The alpine stent was embolized in the right renal artery branch. The alpine stent remains in the patient. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.